Event description:
As reported by an edwards lifesciences field clinical specialist, regarding implantation of a 26mm sapien 3 ultra resilia in the aortic position. The physician noted difficulty advancing the 26mm sapien 3 ultra resilia valve into the 14f esheath plus but was able to get it through the sheath with some force. There was some difficulty performing valve alignment due to tension in the 26mm commander delivery system. When lock and unlocked the delivery handle, the whole system jerked. Proceeded to crossed the aortic arch and cross the native valve. Noticed contrast in the distal tip of the balloon and the balloon looked slightly filled. The valve and balloon was slightly under driven but decided to proceed. Pulled the pusher back and paced at 180bpm. The distal portion of the balloon inflated but the top portion of the balloon never inflated. It eventually pushed the valve more aortic and embolized. Valve was attempted to be deployed in annulus but upon deployment the valve slipped off the balloon and embolized aortic. Thus, the valve was repositioned to the descending aorta, expanded and left in place in the descending aorta. Once the delivery system was removed from the body the coils in the valve balloon were loose, also the valve balloon was excessively crinkled in that section. The balloon catheter was also bent at the area where the clear balloon meets the blue catheter part.

Manufacturer narrative:
D4 UDI: (B)(4). Investigation is underway.